Event description:
It was reported that the customer's insulin pump delivered insulin without programming. The customer's mother stated that the customer's insulin pump had twice given a fixed prime delivery of 0.5 units while suspended without being resumed. Troubleshooting was performed and the insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.